Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not deploy correctly. Everything pulled out of patient when the physician went to deploy the anchor and set the anchor. The patient condition was reported to be fine. No medical or surgical intervention required. Blood loss was reported to be less than 250cc. The procedure outcome was reported to be successful. Additional information was received on 6/18/18. The procedure being performed before the use of the angio-seal device was an arteriogram. An 6fr. Sheath was used with no difficulties during arterial access with sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed, with no issues with insertion, deployment, or withdrawal of the device. No disease or dissection was present in the access site artery. When the device was pulled out, hemostasis was achieved with manual compression.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.